Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00199. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The reporter stated that after an unspecified amount of time, the device was still filled with approximately 50% of the solution. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.